Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's current blood glucose level is 137 mg/dl. Customer's blood glucose was 400 mg/dl on (B)(6) 2014 because he ate a big meal. Customer treated with manual injection. Customer does not want to return the infusion set or reservoir for analysis. On (B)(6) 2014, customer stated that he called emergency medical services to his home every other day for severe low blood glucose levels. Customer stated that his blood glucose levels was not registering on the pump and he had unresponsive buttons, excessive no delivery alarms, and blood glucose levels as high as 900 mg/dl. Customer called back in july about a new pump and was told to call back in a year. Customer stated that he had a visit from emergency medical services about a week ago for a low blood glucose level. When his blood glucose was checked, it was under 20 mg/dl and customer was treated with glucose IV. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.